Event description:
It was reported that a red call doctor notification was received on the latitude communicator. Technical services (ts) was contacted to help send a transmission, and ts sent the patient a new cell adaptor to help send the transmission. It was later determined that the notification was in regards to the right ventricular (rv) lead exhibiting high, out-of-range shock impedance measurements of greater than 200 ohms. No adverse patient effects were reported.

Event description:
It was reported that a red call doctor notification was received on the latitude communicator. Technical services (ts) was contacted to help send a transmission, and ts sent the patient a new cell adaptor to help send the transmission. It was later determined that the notification was in regards to the right ventricular (rv) lead exhibiting high, out-of-range shock impedance measurements of greater than 200 ohms. No adverse patient effects were reported. Additional information was received indicating the device was explanted and replaced due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that a red call doctor notification was received on the latitude communicator. Technical services (ts) was contacted to help send a transmission, and ts sent the patient a new cell adaptor to help send the transmission. It was later determined that the notification was in regards to the right ventricular (rv) lead exhibiting high, out-of-range shock impedance measurements of greater than 200 ohms. No adverse patient effects were reported.